Event description:
It was reported via a journal article titled: "endovascular treatment of iatrogenic axillary artery pseudoaneurysm under echographic control: a case report" that a wallgraft was not the stent graft of choice during the procedure. The article noted "the main disadvantage of this stent is in fact shortening, which makes precise placement difficult."

Manufacturer narrative:
Literature citation: mazzaccaro et al.: endovascular treatment of iatrogenic axillary artery pseudoaneurysm under echographic control: a case report. Journal of cardiothoracic surgery 2011 6:78. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).